Event description:
Part of chemo treatment is portable infusion pump. Recently they switched to infulife 270 ml -5ml/hr pump. Nurses report that most pumps not draining as required/fully. Patients are being given extra instructions to ensure full volume delivered.